Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-dec-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the reports were not updating transactions. A technical support specialist (tss) proceeded to update the system key and retried the station operation, followed the knowledge article medstation es-retry mode: insert into tx.storageitemtransaction-untracked changes in strg.storagespaceitemsnapshot which resolved the issue successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es gp3-anor21 device reports were not updating transactions. However, there were no delays or adverse events or injuries reported based on this event.